Manufacturer narrative:
Investigation summary: customer returned photos of a syringe and poly bag for 1cc, 6mm, 31g syringes. Customer states that when he removed the shield, he mentions that the needle has 2cm, 3 times larger than it says in the package, this is it should have 6mm. Also, since the sample is out of the poly bag, this issue cannot be confirmed as a manufacturing defect. A review of the device history record was completed for batch# 5243890. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200611400, 200611399] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as the sample is out of the poly bag. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe the needle size was different than the description on the box.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe the needle size was different than the description on the box.